Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis and dermatofibrosarcoma had an inferior vena cava filter deployed without any immediate procedural complications. Approximately two years eight months post filter deployment, CT scan of the chest, abdomen, and pelvis demonstrated an ivc filter with several prongs retrieving outside the vessel wall. Approximately seven years eleven months post filter deployment, the patient was referred to vascular surgery to discuss filter replacement/removal. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Based on the provided medical records, the investigation is confirmed for perforation of ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limb(s) perforated into organs. The current status of the patient is unknown.